Event description:
Complaints text 01/29/2023 07:37:23 erp_rfc_user related svn (B)(4) complaints text 01/29/2023 07:27:29 sanche22 customer concern: customer states she has battery failed .. Customer had pump error 23 dop114-980doc: pump error 23 explain error is a program safety alarm. The pump may have been stored without a battery. Is/was customer able to successfully clear the alarm(s)?: yes did customer receive request to rewind pump?: yes is/was customer able to complete rewind?: yes customer reports pump error 23. Was the pump recently stored (placed in storage mode) or without a battery for > 8 hours?: no was the alarm immediately after a battery change?: yes explain keeping screen on for extended periods of time at a high frequency may deplete the aa battery and not give enough time for the back up battery to re-charge. Has error occurred more than once within 1 week after a battery change?: no explain that this is normal behavior. Advise customer to disconnect from the pump. Assist with reservoir and tubing process: customer completed previously advise customer to monitor product advise customer to call back as needed dop114-980doc: battery failed alarm is customer calling back after receiving replacement battery cap?: no explain alarm and possible causes as applicable. Does customer have a new battery, per IFU, which was stored at room temperature and within expiration date?: yes instruct customer to check contacts on battery cap for corrosion and/or damage. Are contacts missing, damaged, or corroded?: no advise to inspect battery compartment. Is compartment and/or spring damage or corroded?: no insert a new battery per IFU which was stored at room temperature. For best results, use a new aa lithium battery. Ensure that battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. If not aligned or tightened, pump may give battery failed/failed batt alarm. Did customer received battery failed/failed batt test alarm?: no advise customer to call back as needed information received by medtronic indicated that the customer received pump error 23 with battery failed alarm . No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully clear the alarm by rewinding the pump, customer will discontinue to use the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.